Manufacturer narrative:
Therefore, because this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using byte night aligners, a patient initially reported that aligners were causing stiff neck, migraines and dizziness. The patient saw his doctor who provided a letter stating that the use of the aligners has caused exacerbation of existing chronic medical conditions significantly impacting his daily life and recommended the patient cease treatment immediately.